Event description:
A medtronic representative reported an inaccuracy during a spine case using an o-arm. The patients head was pinned, with the patient reference frame attached to the mayfield via a vertek ii arm. The o-arm scan was performed without retractors in place. The surgeon alleges that the frame movement was caused by placing the retractors after the spine images were taken, thus changing the position of the anatomy. Which is the reason the tip of the probe didn't show up directly over the location of the screw marker on the navigated image. There was no impact to the patient.

Manufacturer narrative:
Software has not been evaluated as of the date of this report.